Manufacturer narrative:
(B)(4). G2: report source canada. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 2 months post implantation a revision surgery was performed due to a broken long cm nail. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6. The cmp was confirmed. Visual examination of the returned product identified signs of use with damage all around the fracture site of the nail. The nail has fractured into two pieces and both pieces have been returned. There are scratches and gouges on both the od and ID of the nail at the fracture site. Further fracture analysis has been performed and identified that the device exhibited faint beach marks artifacts on one of the fracture surfaces, suggesting that the device possibly fractured due to fatigue mode of failure. A review of the device manufacturing records confirmed no abnormalities or deviations. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. The device possibly fractured due to fatigue - this can occur due to a cyclic overloading. Possible contributing factors to the overload could be patient factors such as patient behaviour and / or a not properly healed bone fracture. However, based on the available information and performed investigation, an exact root cause for the plate breakage cannot be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.